Manufacturer narrative:
Results: occlusion, unknown cause of event. Conclusion: unknown cause of event.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately six months ago. The patient had a symptomatic abdominal aneurysm and vessel morphology was not reported. The bifurcated stent graft was implanted on the left side. It was reported that the patient presented with an occluded left limb. The patient was treated with an endurant and an aneurx stent graft. No additional clinical sequelae were reported and the patient is fine.